Event description:
Pt having a right total hip arthroplasty. During trial reduction with trial prosthesis, the 28mm + 8 trial femoral head (non radiopaque) came off the femoral stem in the right hip incision. Multiple attempts were made to locate the trial head without success. The femoral head was lefet in the pt. Remainder of instruments and supplies returned to MFR representative on 6/12/96.